Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our chinese affiliates, during device preparate, after the 26mm sapien 3 valve was partially crimped, a white thread-like material was found tightly adhered to one of the valve leaflets during rinsing. It was assumed that the thread was there before opening the valve and not observed until after the partial crimping. The surgeon removed it with forceps but deemed the valve unsuitable for use and was discarded. A new 26mm sapien 3 valve was opened in replacement and the procedure was successfully completed.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no dimensional or functional testing was performed. Imagery was provided and the following was observed: valve was partially crimped and placed inside the qualcrimp. A white thread-like material was observed in between two leaflets at outflow side. The returned device was visually examined and the following was observed: there was no loose white thread-like material that was observed either on the valve or in the returned jar as it had been discarded. No loose thread-like material observed on the jar. All the stitches are intact and no stitching out threads. There was no loose thread observed. The commander delivery system with s3 valve IFU was reviewed. Warnings include, 'the devices are sterile and for single use only. Do not resterilize or reuse the devices. There are no data to support the sterility, nonpyrogenicity, and functionality of the devices after reprocessing' and 'the thv must remain hydrated at all times and cannot be exposed to solutions, antibiotics, chemicals, etc. Other than its shipping storage solution and sterile physiologic saline solution to prevent leaflet damage that may impact valve functionality. Thv leaflets mishandled or damaged during any part of the procedure will require replacement of the thv'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint for particulate - noticed was confirmed based on the evaluation of the provided imagery. Evaluation of all threads and stitches that compound the valve in the skirt and leaflets for both sides (outflow and inflow) showed no damage/defect (see product evaluation for more details). In addition, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulates through multiple manufacturing mitigations in place. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'after this 26mm sapien 3 valve was partially crimped, a white thread-like material was found tightly adhered to one of the valve leaflets during rinsing (see picture attached). It was supposed that the thread was there before opening the valve, but just observed after the partial crimping.' As per imagery evaluation, a thread was observed between two leaflets at outflow side, however it was not returned for evaluation. Therefore, ftir analysis to determine the material of the thread was not able to be performed. Based on the DHR, manufacturing inspections and device evaluation, it is unlikely that a manufacturing non-conformance contributed to the event. During device evaluation, there was no damage observed on the valve treads and/or stitches where the 'thread' material may have been originated from. Additionally, provided information indicated that the thv was unpacked, rinsed and removed from the holder without any abnormalities noted, and the 'thread' material was only observed after the partial crimp; therefore, the observed thread may have been introduced during the valve rinsing, crimping and/or handling process. However, since the thread material was not returned, a definitive root cause was not able to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.